Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain, post lumbar laminectomy syndrome and spinal pain. It was reported that motor stall seen at initial interrogation. The patient recently did not have an magnetic resonance imaging (MRI). Pump status and/or event log reported motor stall occurred and motor stall (active). Rep confirmed that there were no electromagnetic interference (emi)/magnetic sources present. Rep stated that they were trying to coordinate pump replacement on (B)(6) 2018. There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via the manufacturer representative (rep). It was reported that the cause of motor stall had not been determined. Pump was replaced on (B)(6) 2018. Motor stall event was resolve via surgical replacement of pump. Motor stall from an explanted pump had not yet recovered as of 6:30pm on (B)(6) 18. Patient's weight was (B)(6). Patient had medical history of chronic obstructive pulmonary disease (copd), shingles (B)(6) 2016, back surgery laminectomy, fusion, cholecystectomy, cholecystectomy, pain pump idds, deviated septum. Pump was explanted and sent to the hospital's pathology department per their requirement. Pump may be sent back for analysis in one to two weeks once pathology released the pump. No further complications were reported.